Event description:
It was reported the pt had been experiencing ineffective stimulation coverage in the desired pain pattern and that her stimulation turns on and off randomly. A full parameter diagnostic indicated normal impedance values. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.